Event description:
Bill alleged the head is drifting down. No injury reported.

Manufacturer narrative:
Bill stated the bed is in use and it will be some time before he is able to perform work on the bed. No follow up needed. He will call back, if needed, at such a time that he is able to order parts and perform work on the bed.